Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation and a visual inspection was completed. A hole was identified on the balloon, located 8.4cm from the distal tip. Per the reported event details, the user punctured the balloon in order to deflate it. Since the balloon had been punctured, inflation and deflation of the balloon was unable to be performed; therefore, the root cause could not be determined. It is unknown whether patient factors (e.g. Focal lesions, vessel size) or procedural issues contributed to the event. The current IFU (instructions for use) states ion part that larger sizes of vascutrak balloon may exhibit slower deflation times. If the balloon does not deflate, advance a sheath or catheter over the proximal portion of the balloon to straighten out of the connection of the balloon to the inflation lumen. While maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the sheath and withdraw the deflated dilatation catheter over the wire through the introducer sheath. Additionally, specific instructions the use of the vascutrak balloon and deflation catheter preparation are included in the IFU.

Manufacturer narrative:
A needle was inserted through the skin to deflate the balloon. There was no known impact or consequence to the patient.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. A follow up attempt was made to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon would not deflate after the first inflation to 10 atm. A needle was inserted through the skin to deflate the balloon. There was no reported patient injury.